Event description:
The customer was hospitalized for diabetic ketoacidosis. The customer changed her infusion set two days prior the hospitalization. Troubleshooting was performed and the insulin pump passed the required testing.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.